Event description:
It was reported that during an lar procedure, the tissue pad was rolled up when the nurse cleaned the tip of the blade. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.